Event description:
It was reported that, during a rotator cuff repair surgery, none of the staples would load. The individual tendon anchors would move when the trigger on the tendon staplers was actuated, but would not engage and thus not load. Since there were not any back-up device available, the surgery was completed by stitching the implant onto the supraspinatus in order to achieve fixation. The surgery was not significantly delayed. The patient was not harmed.

Manufacturer narrative:
H10. H3, h6: the products were not returned for evaluation and therefore a physical investigation could not be completed. A complete review of manufacturing documentation was conducted and the devices were found to be within specification. Although the issues experienced by the user facility were unable to be confirmed through direct physical investigation, similar complaints have been reported with these devices from other users. Loading issues with tendon stapler has been addressed using the corrective action process, so failures like these should be less frequent in the future.